Event description:
Healthcare professional later confirmed a right side rupture, "biocell implants, membranous scar like fibrosis consistent with implant capsule, foreign material present consistent with silicone, and minimal patchy chronic inflammation". Device has been explanted and replaced.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event.

Event description:
Healthcare professional reported a possible right side rupture. Healthcare professional later confirmed a right side rupture, "biocell implants, membranous scar like fibrosis consistent with implant capsule, foreign material present consistent with silicone, and minimal patchy chronic inflammation". Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Granuloma: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a possible right side rupture. Device remains implanted.